Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation with a qdot micro catheter and the patient experienced renal failure and cardiac tamponade (that required pericaridocentesis) but the patient died. This was a pfa case with the farapulse ablation system and mapped with an octaray catheter and the carto 3 system. A qdot micro catheter was used to ablate the cti. No complications or other issues were noted during the procedure. The physician followed up with the patient approximately one week after the procedure and no issues were noted at that time. About 2 weeks after the procedure, the patient presented to the emergency department with acute renal failure. The patient was noted to have a pericardial effusion as well. A pericardiocentesis was performed. However, the amount of fluid removed was unknown. The patient subsequently died later that evening. The caller stated that the physician believes it was due to medications. Additional information was received. The physician's opinion on the cause of death is patient condition. Transseptal puncture was performed with a baylis versacross needle. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
During an internal review for this pfa case, the patient consequences of "death" and "renal failure" were reassessed as associated to only the (non biosense webster) pfa catheter as research observed hemolysis-induced renal failure/kidney injury with pfa. Therefore, we removed "death" and "renal failure" patient consequences from this bwi device. The reporting updates are below: -"b2. Is death "should not be checked -"b2. Date of death" should have not been processed -"b2. Is life threatening" is now checked -"h1. Type of reportable event" replaced ¿death¿ to ¿serious injury¿ -removed from "h6. Health effect - clinical code" ¿renal failure (e130501)¿ -replaced in "h6. Health effect - impact code" ¿death (f02)¿ to ¿recognised device or procedural complication (f15)¿ -replaced from "h6. Medical device problem code" ¿adverse event without identified device or use problem (a24)¿ to ¿patient device interaction problem (a01)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).